Event description:
It was reported that the 2800 sys would not go into the film mode. However, the sys would fluoro normally. It was also noted that intermittently the video display on the right workstation monitor would go dark and require a reboot to correct. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the right workstation monitor and reflashed the eprom (motron board). The sys was tested and found to be working as intended and placed back into service.